Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient had gone into cardiac arrest a few times prior to the stenting procedure. The patient had been on high dose vasopressors for low systolic blood pressure in the 50s. On (B)(6) 2019 the patient was in stable enough condition to undergo a coronary stent procedure, but during the stent procedure, a vessel perforation occurred in the mid left anterior descending coronary artery. The 2.8x16 mm graftmaster stent was deployed without issue to treat the perforation, but it did not seal the perforation. A 3.5x16 mm graftmaster stent was deployed without issue in the same location and successfully sealed the perforation. The echocardiogram did not find a pericardial effusion. The patient remained stable for 17 to 18 hours, but on (B)(6) 2019, the patient had pulseless electrical activity and expired. In the opinion of the physician, the graftmasters did not cause or contribute to the death. No additional information was provided.